Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The doctor said the leads are burning the pt¿s skin & the mesh pocket is causing irritation, but when the doctor examined the patient¿s skin, she said there was no rash/irritation. Per psr there seems to only be imprints on the patient¿s skin and no irritations. There was no alleged device malfunction contributing to the irritation. It's unclear if the physician who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.